Event description:
It was reported that the patients ipg was superficial and patient had pain at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced with an MRI (magnetic resonance imaging) compatible and the patient was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.